Event description:
Customer was walking with the quad cane. The cane snapped as she stumbled. No injury was reported. Inspection records for the reported serial number were reviewed and no nonconformities were noted. The cane passed inspection.